Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had damaged bearings, cable/cord/wiring, excessive noise, temperature above specification and a hole/cut in hose. It was further determined that the device failed pretest for handpiece control assessment, handpiece temperature, air pump, noise, rotational speed, safety, no short circuit between sensor grid and connector body, no short circuit between 5voltdc line and connector body, no short circuit between hall sensors and connector body and no short circuit between phases and connector body and motor thermistor. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.